Event description:
It was reported that this pacemaker recorded episodes were ventricular blanking caused supraventricular tachycardia (svt). Various programming and medical options were recommended and discussed in order to resolve the blanking issues. The patient felt nauseous over the weekend due to the ectopy she was having. The pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.